Event description:
It was reported the patient experienced presyncopal symptoms and inhibition of pacing due to oversensing. Increased capture threshold was observed. The lfa was toggled off. The signal was no longer replicated with deep inspirations. The patient condition was stable. The patient will continue to be followed.

Manufacturer narrative:
(B)(4).